Manufacturer narrative:
No physical sample was returned for evaluation. However, photo samples were received. Per the pictures provided, the reported issue could be confirmed that the cap of the water syringe was missing. Therefore the reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "-visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. -attach the water filled syringe to the inflation port. -inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Received photo sample only.

Event description:
It was reported that the cap of the water syringe was missing; however, none of the water leaked. The staff member that noticed the missing cap, used the tray; however, obtained a different water syringe as a precaution. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the cap of the water syringe was missing; however, none of the water leaked. The staff member that noticed the missing cap, used the tray; however, obtained a different water syringe as a precaution. No patient injury reported.